Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged, and insulin was leaking from the screen. The customer will use an alternate form of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.